Event description:
I was poisoned my amalgams. I would send my story if you like. I was poisoned from my silver fillings, please call me if there is anything I can stop the use of the filling, (B)(6). I had off charts mercury poisoning. FDA safety report ID# (B)(4).